Manufacturer narrative:
Added the report source in date received by MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. It was found that the central processing unit (cpu) printed circuit board (pcb) was previously replaced but the option installation and serial number were not performed. The customer was given a guidance on how to install options and serial number. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved through remote trouble shooting.

Event description:
The customer reported that the ventilator was missing the option and serial number. The ventilator was not in use on a patient at the time of the event occurred.